Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine the conclusive cause for the reported difficulty. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a left iliac embolization procedure using a 6f sheath. Reportedly, the suture was found loose when the device package was opened. There was no patient involvement. Another device was opened and used to achieve hemostasis there was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.